Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device pdk177 batch number, and no non-conformance's were identified. Summary: only a picture was returned for analysis. Upon visual inspection of the picture, a control release winding former with a needle broken in slot # 8 could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2019 and the suture was used. During evaluation of the photo, the broken needle in a slot number 8 of control release winding former could be observed. There were no adverse patient consequences reported.